Event description:
It was reported that in 2007 or 2008 the patient sought treatment for significant lower back pain along with numbness and tingling down her left leg. On (B)(6) 2010, the patient underwent a sacral joint iliac joint fusion and laminectomy using rhbmp-2/ acs from l5- s1. Post-op, the patient continued to experience pain , though different than the initial pain. This pain was ascribed to a previously unknown disc herniation from l5- s1, and an additional surgery was recommended to correct it. On (B)(6) 2013, patient underwent a surgery.

Manufacturer narrative:
(B)(6). (B)(4).